Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the low blood glucose. The customer's blood glucose was 20 mg/dl, 51 mg/dl, 30 mg/dl, 25 mg/dl, 71 mg/dl, 90 to 100 mg/dl, 100 to 120 mg/dl. The customer required the insulin pump programming assistance. The customer wants to take some sugar and it was not necessary to troubleshooting low blood glucose because customer was not connected to the insulin pump. The device will not be returned for analysis.